Manufacturer narrative:
H3: analysis of the product ID: 97755, serial# (B)(6), revealed got hot after running it at donut end and received no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported issues when charging their implanted neurostimulator. Caller stated the controller kept telling them that it can't locate the device and when they hit recharge the ins would charge very slowly; however, the recharger relay box and paddle would get very hot and the caller stated that it "feels like it's burning my skin." Agent asked and caller confirmed that there were no burn marks on their skin and that it was just very hot. Patient reported that they had noticed there was "something rattling around" in their controller and that sometimes they couldn't get the controller to turn on or off when they need to drive. An email was sent to repair for replacement controller. When asked event date, caller reported it had been a couple of month and stated, "I would just say march 1." Email sent to repair for recharger and controller.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) ; product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID: 97745, serial# (B)(6), was returned for analysis and the results show that the connector support broke, causing connection/charge issues, also broken stim button bosses so replaced the front case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.